Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a revision of left tha due to acetabular peri prosthetic fracture. All components removed except for accolade stem.